Manufacturer narrative:
The referenced (B)(6) 2015 admission was reported under medwatch MFR report #2916596-2015-01086. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with elevated lactate dehydrogenase levels in the 500-600 u/l range and was evaluated for possible thrombus. The pump was alarming for low flow and the pump power was 16.7 watts. The patient's blood pressure was reported to be 101/74 and his urine was clear at the time. The patient was reported to have been experiencing elevated pump powers over the weekend. The pump reportedly sounded different, almost as if it had a whip to it or a murmur; however, no grinding or vibrating was reported. The patient was treated with integrilin and was discharged on (B)(6) 2015. It was reported that the patient had experienced a similar event on (B)(6) 2015. At that time, it was determined by the patient's current medical staff and the medical staff at the patient's original implanting center that if thrombus were to be confirmed, a pump exchange would not be an option as the patient had become depressed after implant, stopped taking medications and had suicidal thoughts. The patient was treated and discharged at that time.

Manufacturer narrative:
The patient remains on lvad support. A direct correlation between the device and the patient¿s reported elevated lactate dehydrogenase could not be determined through this evaluation; however, the manufacturer¿s heartmate ii lvas instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.